Event description:
The device was applied during a bowel resection procedure. The instrument would not open after firing. The surgeon manipulated the jaws open with a kelley clamp. The surgeon applied another device to complete the procedure. The hosp has reported that no pt injury occurred.